Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least five applications were performed with a non returned balloon catheter afapro28 with lot number 56481 on the date of the event. The reported clinical issue (phrenic nerve palsy (pnp)) occurred during procedure. The case was aborted under general anesthesia. There is no indication of relation of adverse event to the performance of the product. In conclusion, the physical product was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, phrenic nerve palsy (pnp) was observed. A double-stop was immediately performed. The patient was under general anesthesia and the case was aborted. It was unknown if the patient's pnp was resolved. No further patient complications have been reported as a result of this event.